Manufacturer narrative:
(B)(4). Unit passed rewind and self test however, unit failed prime or seating due to failed force sensor . Unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm due to prime/seating anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm during priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.